Manufacturer narrative:
(B)(4): evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.

Event description:
Medtronic ats received info that this bioprosthetic valve, implanted into a hemashield graft, was abandoned after implant. It was reported that on transesophageal echocardiogram it appeared that the leaflets were not moving. The valve and graft were removed and replaced with a non-medtronic tissue valve. Implanted inside a graft. It was reported that the pt had difficulty coming off bypass and was placed on extracorporeal membrane oxygenation (ECMO). It was also reported that the pt has cardiomyopathy and the surgeon thought the perfusion issues and the pt's pre-existing heart condition contributed to the situation. Additional info was received that the pt was off ECMO and was recovering.